Manufacturer narrative:
The device is not available for return. A follow up report will be filed once the quality investigation is complete. Device not returned to manufacturer.

Event description:
It was reported that the blade was extending past the sternum blade guard during set up. It was further reported that the blade broke and was discarded. There was no adverse consequences or surgical delay reported as a result of this event.

Event description:
It was reported that the blade was extending past the sternum blade guard during set up. It was further reported that the blade broke and was discarded. There was no adverse consequences or surgical delay reported as a result of this event.

Manufacturer narrative:
The device was not returned. The quality investigation is complete. Device not available for return.